Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago.

Event description:
It was reported that patient experienced frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted product has been disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted product has been disposed by the facility.